Manufacturer narrative:
Additional information d9, h3, h6 and h10: baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found to deliver within specification during flow accuracy testing. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Fluid transfer from the secondary to primary bag may have several potential causes related to infusion setup. Potential causes may be: an improper height differential between the primary and secondary bags, an improperly primed set (including back check valve), or improper/incomplete clamping of the primary fluid when running a secondary infusion.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ran the secondary infusion before the primary infusion during patient therapy in the intensive care unit. The device was programmed to deliver 100ml of an unknown drug at a flow rate of 25ml/hour in 4 hours. There was no known patient injury or medical intervention associated with this event. No additional information is available.